Event description:
It was reported that the user experienced recurrent low glucose notifications during night and early morning hours while using the ilet, and the user performed a hard reset that reduced but did not eliminate the events; the adverse event was characterized as hypoglycemia with cause unclear and no specific device component implicated. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention with oral glucose intake and a serious injury/illness/impairment classification. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the medical device problem and device component both documented as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.